Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Pump had air in system due to leak. Cylinder was destroyed. Pump and cylinder explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Field change: d11.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Pump had air in system due to leak. Cylinder was destroyed. Pump and cylinder explanted and replaced. No adverse patient effects.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Pump had air in system due to leak. Cylinder was destroyed. Pump and cylinder explanted and replaced.